Event description:
According to the operative report, dictated by the electrophysiologist, after obtaining informed consent for the implantation of single-chamber implantable cardioverter defibrillator (ICD), the area was prepped and draped in the usual manner. Lidocaine 1% was injected into the left upper chest and a standard ICD pocket was fashioned to the level of the pectoralis fascia. Using standard venipuncture technique, the left axillary vein was entered with a needle over the first rib. Guidewire was then passed through the needle and the needle was removed. Using a peel-away introducer, the surgeon attempted to place the right ventricular lead. He spent approximately 2 hours trying to place the lead. There was evidence of severe right atrial enlargement and severe tricuspid regurgitation. Attempts to cross the tricuspid valve was exceedingly difficult. Once in the rvot (right ventricular outflow tract), the lead would withdraw quickly into the atrium. On several occasions the lead was inserted into the apex, but sensing was inadequate. After multiple stylettes and use of 2 leads, the procedure was abandoned. At the conclusion of the procedure, patient was alert, oriented and transferred to the recovery area in stable condition. Three days later, the s-ICD was successfully implanted without incident. Manufacturer response for single chamber implantable cardioverter defibrillator, cardioverter defibrillator (per site reporter). The device was picked up by the manufacturer. No response provided at this time.